Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, it was reported that the patient experienced instability, loosening and blood pooling in the knee. As a result, the patient underwent a right knee aspiration an unknown amount of time after initial implantation. No further patient impact reported. No further information available.